Event description:
It was reported that unit is not getting an spo2 reading and powers off randomly. The device powered off during pt monitoring. There were no audible alarm and/or error message prior to the unit powering off by itself. No known impact or consequences to pt.

Manufacturer narrative:
The product has been returned to masimo for eval. When the investigation is complete a follow up report will be submitted.